Event description:
The pt had been refilled the day before and within 2 - 3 hours, was complaining of nausea and dizziness. The pt went to the emergency room the next day with additional symptoms of drowsiness and signs of confusion. The nurse had questions about a morphine overdose and possibly a pocket fill. The previous refill had been uneventful and this last refill had been done on schedule.